Manufacturer narrative:
Please note the ins implant date has been updated at this time.

Event description:
It was reported that the implantable pulse generator (ipg) showed end of service (eos) four months after implant when communicating with the patient and clinician programmers and was first seen approximately nine days prior to the report. The ipg was explanted and replaced. The product issue was resolved. The patient needed to take antibiotics for three weeks. It was noted that the health care professional thought it was extremely unusual to find an ipg running out of energy already after four months. There were no patient symptoms or complications associated with this event and the patient was alive with no injury at the time of the report.

Event description:
Additional information from the patient¿s programming nurse indicated the patient¿s implantable neurostimulator (ins) had reached eos in (B)(6) 2014 and was only explanted the day prior to initial report. The ins¿s interrogation records indicated however that the ins¿s elective replacement indicator (eri) status was ¿triggered on (B)(6) 2014¿ and eos was reached on (B)(6) 2014. It was noted the patient¿s ins had been used in continuous mode by the patient. Additional information has been requested, in order to clarify the situation.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the battery had reached ¿normal end of life¿ with okay telemetry and output.